Event description:
It was reported that the patient indicated having deflation issues with an inflatable penile prosthesis (ipp). However, the physician was able to inflate and deflate the device without incident. No surgical procedure was reported. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. No information was able to be obtained to determine if the event was considered resolved or if this was a patient education issue. No more information available at the moment. Should additional information become available, it will be provided.